Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace dlk in both eyes on the first day post op. The steroid drops were increased from four times per day. Upon follow up phone call, the optometrist reported that the dlk had resolved with treatment and the uncorrected visual acuity was excellent. This report concerns the left eye.